Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 1.5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) level was found to have increased from a baseline of 300 u/l up to 1500 u/l during a routine visit on (B)(6) 2015. Low speed advisory alarm events were reported and confirmed based on information contained in the log file. The patient was placed on a heparin drip and was responding well to the treatment for increased ldh. The patient was asymptomatic. There were no further speed reductions/low speed advisory alarms. However, it was reported that the patient had a pump exchange due to suspected pump thrombosis on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: low speed operation events and power elevations were found through an evaluation of submitted system controller log files and the evaluation of the returned pump revealed depositions on the rotor bearing ball and outlet stator. Visual inspection of the rotor bearing ball revealed a red, tissue-like deposition. The deposition was strongly adhered and the bearing ball became unseated from its bore during disassembly. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it had likely developed over an undetermined period of time while the pump was in operation. Its specific origin and the duration of its presence in the pump could not be conclusively determined. Visual inspection of the outlet stator revealed a white, soft deposition. The deposition was loosely seated, there was no evidence of lamination or denaturing, and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the specific origin of the deposition nor the duration of its presence in the pump. Although a specific cause for the observed depositions could not be conclusively determined, they were partially obstructing the blood flow path and could have contributed to the observed power elevations and low speed operation events as well as the reported increase in the patient¿s lactate dehydrogenase (ldh) level. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the observed thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.